Manufacturer narrative:
During the site visit, the field service representative inspected the instrument, performed extensive troubleshooting, and replaced multiple parts. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified. Return testing was not completed as returns were not available. The alinity c-series instrument, serial number (B)(4) service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The 12-month search for similar complaints did not identify any trends related to this complaint. The most recent product monitoring review for clinical chemistry systems found no systemic issue or trend for the issue associated with this ticket. A search for non-conformances was performed and there were no non-conformances related to the current complaint identified. The alinity ci-series operations manual and the alinity c service documentation, provide adequate information regarding the troubleshooting of erratic/discrepant ict results. Based on the investigation, no systemic issue or deficiency of the alinity c-series instrument, serial number (B)(4) was identified.

Manufacturer narrative:
Patient identifier- multiple =(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated potassium results on three patients generated on the alinity c processing module. The results provided were: on (B)(6) 2020: sid: (B)(6) = 6.6mmol/l (normal range 3.5to 5.3 mmol/l) / retest = 4.1 and 4.1; sid: (B)(6)=7.0 / retest = 3.9 and 3.9; sid: (B)(6) = 6.6 /retest = 5.1 and 5.1mmol/l. There was no reported impact to patient management.